Event description:
In 2005, a pt was noted to have a PICC line which was leaking. A tear was noted approx 2mm distal to the yellow hub of the catheter. The site was undressed and the catheter could not be removed beyond 8cm. The total length catheter which had been inserted was 15cm. The pt was transferred to hosp for successful surgical removal of the catheter.